Event description:
The pt was ami and the lesion was cto. After a guide wire managed to cross the lesion, it was dilated with the voyager balloon catheter. As a dissection was observed, an attempt was made to deploy a stent, but the stent failed to cross the lesion. Then, another stent was delivered to the lesion successfully. The actual device used in the procedure was discarded due to infection. No additional info was available.